Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided usb cable which caused the pump to stop charging and ultimately shut off. The customer's blood glucose (bg) ranged from 202-224 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer used an alternate usb cable.